Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00139 on 27-apr-2023. Additional information (15-may-2023): siemens reviewed the instrument data, which did not show any indication that the issue causing the luminescent oxygen channeling immunoassay (loci) reader process errors caused the erroneous patient results. However, based on the available information, this cause cannot be ruled out. The can (cable access network) printed circuit board was replaced. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous high sensitivity troponin I (tnih) results were obtained on four patient samples on a dimension vista 500 instrument. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated for tnih on an alternate dimension vista 500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous tnih results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc). Upon review of the instrument files, it was determined that process errors, including luminescent oxygen channeling immunoassay (loci) reader shutter open failures and zero-sum cycle errors, were obtained on the instrument. These errors indicated a loci reader malfunction. A siemens customer service engineer (cse) was dispatched to customer's site. The cse ran mix tests for the reagent and sample probes, and all were within specifications. Then, the cse ran quick check, changed the loci cup, and ran alignments. Next, the cse ran the sair assay and quality controls multiple times, which recovered acceptably. In a subsequent visit, the cse replaced the loci arm and alignments were performed. The loci printed circuit board was also replaced. Siemens is evaluating the issue.